Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during partial thoracic surgery, while the device was being applied in opening lung, the device was not able to fire. The surgeon was able to press the green button, but was not able to squeeze the handle. Replace with new staples to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info:(model#, catalog#), if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during partial thoracic surgery, while the device was being applied in opening lung, the device was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. Replace with new reload and used the same handle to resolve the issue in order to complete the case. There was no patient injury.